Event description:
In this event, it was reported that two nitiflex files separated in the same root canal of a pt. The outcome is unk as of this MDR eval.

Manufacturer narrative:
Add'l info has been requested, but is currently not available. Separation of a file within the root canal has two possible outcomes: intervention to remove the broken piece; or incorporate the broke piece into the root canal filling, leaving the device fragment in the pt's canal. This event, therefore, is reportable per 21cfr part 803. This report is for the second file. Returned file is actually broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for eval. The batch number is unk, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.